Event description:
Provider alleges consumer was driving on a cobblestone side walk when she allegedly hit a crack or bump and her scooter allegedly tipped over.

Manufacturer narrative:
The device was returned for evaluation. The alleged tip over could not be duplicated. The anti-tip wheels were present and secure. The sc610 passed stability testing in 2007.

Manufacturer narrative:
The exact "date of event" has not been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was driving on a cobblestone side walk when she allegedly hit a crack or bump and her scooter allegedly tipped over.